Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in sicu, during an infusion of insulin at a rate of .02ml/hr. It was reported that the alarm occurred 4 days after the start of the infusion, fluid was stated to be "room temperature" and the head height was less than 20 inches. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event.